Event description:
On (B)(6), 2011, the pt underwent the first part of a staged procedure for a juxtarenal aneurysm involving the left renal artery where two gore excluder aaa endoprostheses were implanted. On (B)(6), 2011, the pt underwent the second part of the procedure for an infrarenal abdominal aortic aneurysm and bilateral iliac aneurysms, and was implanted with a gore excluder aaa endoprosthesis featuring c3 and five additional gore excluder aaa endoprostheses. On (B)(6), 2011, the pt underwent a follow-up computed tomography that revealed both a proximal and distal type I endoleak from devices implanted in (B)(6), 2011. On (B)(6), 2011, the pt underwent a reintervention where three additional gore excluder aaa endoprostheses were implanted. Final angiography revealed no endoleaks and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional devices: 06854407/(B)(4), 8893483/(B)(4).